Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the glue on the tubes started coming loose in less than a week. It was stated that intervention was required.